Event description:
The facility reported that it is unk if an over-infusion of potassium chloride injection (highly concentrated potassium chloride for injection. Viaflex plastic container, 10 meq/ 100 ml; product code 2b0826, lot number p221424) might have occurred or if the secondary piggy-back of the potassium chloride injection backed up into the primary solution bag (containing 5% dextrose and 0.45% sodium chloride injection, usp. Viaflex plastic container, 1000ml; product code 2b1074x, lot number c747360) during infusion of an unspecified pt. The reporter stated that the pump was programmed with the primary rate set at 80.0ml/hr for the 1000ml primary bag with the secondary potassium chloride at a rate of 100ml/hr with volume to be infused at 100mls. The reporter stated that per the staff, only 10 minutes had elapsed after starting the infusion before it was discovered that the piggyback of potassium chloride was empty, but the pump indicated that only 17ml. Had been delivered. The reporter stated that the primary bag still had 713ml to be infused. The reporter stated that the pt is fine and there were no adverse events and that she does not know if labs were drawn for the pt, but that it was mentioned to her than an internal incident report would be initiated. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, of if any additional details become available.